Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively. The explanted device was discarded by facility.